Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. After several requests; no information was provided regarding severity of injury, dicom images, corresponding system qa, coil qa and test tools results or corresponding developer save logs. A detailed investigation, especially analysis of sar exposure was not possible due to missing information. Tests, checks, inspections and/or repairs have been performed in accordance with the specific service task. The system is functioning properly based upon completion of the specific service task undertaken by siemens. No further actions are to be taken as there is no negative awareness in regard to the quality and performance of the mr system.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom aera system. Two 2 separate patients had a MRI hip study and claimed burns on their thighs following the examination.despite several requests for additional information, no information was provided to siemens regarding the size and severity of the blisters or area of redness.additionally, no information was provided regarding any medical intervention necessary or healing complications.